Event description:
The account alleged the bed exit was not functioning. No pt impact.

Manufacturer narrative:
The tech checked the bed exit and found that it functioned as designed. No repair needed.